Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding (heavy and abnormal bleeding)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse/ pain during intercourse"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, abdominal pain lower, dyspareunia, depressed mood, asthenia, dysmenorrhoea, menometrorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: he said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly in place, fallopian tubes occluded incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding (heavy and abnormal bleeding)") in a 29-year-old female patient who had essure (batch no. A64824) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hives. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included hydrocortisone since (B)(6) 2018 for cortisol low, propranolol from january 2017 to december 2017 for heartbeats irregular and thiamazole (methimazole) since (B)(6) 2017 for hypothyroidism. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower ("cramping"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("unusual bleeding (menorrhagia)"). On (B)(6) 2017, 3 years 10 months after insertion of essure, the patient experienced hyperthyroidism ("hyperthyroidism"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("unusual periods/unusual mentrual cycle"), menometrorrhagia ("irregular and prolonged menstruation"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse/ pain during intercourse"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), urinary tract infection ("urinary tract infections"), back pain ("lower back pain"), headache ("headaches"), breast pain ("breast pain"), pain in extremity ("leg pain, thigh pain"), genital pain ("genital pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy). Essure was removed. On (B)(6) 2017, the pelvic pain had resolved. At the time of the report, the genital haemorrhage, abdominal pain, abdominal pain lower, menstrual disorder, menometrorrhagia, dysmenorrhoea, dyspareunia, depressed mood, asthenia, menorrhagia, hyperthyroidism, urinary tract infection, back pain, headache, breast pain, pain in extremity, genital pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, back pain, breast pain, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, genital pain, headache, hyperthyroidism, menometrorrhagia, menorrhagia, menstrual disorder, pain in extremity, pelvic pain, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: he said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Discrepant information received- essure removal details -earlier mentioned hysterectomy in summons and in pfs -have you had your essure (or any part of the device) removed: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: coils properly in place, fallopian tubes occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Lot number (a64824) added. Event onset dates added. New events unusual bleeding (menorrhagia), hyperthyroidism, urinary tract infections, lower back pain, headaches, breast pain, leg pain, thigh pain, and genital pain ,vaginal pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding (heavy and abnormal bleeding)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods"), menometrorrhagia ("irregular and prolonged menstruation"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse/ pain during intercourse"), depressed mood ("no longer happy") and asthenia ("no energic as she was"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, menstrual disorder, menometrorrhagia, dysmenorrhoea, dyspareunia, depressed mood and asthenia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: he said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly in place, fallopian tubes occluded . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('unusual bleeding (heavy and abnormal bleeding)') in a 29-year-old female patient who had essure (batch no. A64824) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hives, pregnancy, ovarian cyst, nephrolithiasis, pelvic pain, shortness of breath, chest pain and nausea. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included hydrocortisone since (B)(6) 2018 for cortisol low, propranolol from (B)(6) 2017 to (B)(6) 2017 for heartbeats irregular, thiamazole (methimazole) since (B)(6) 2017 for hypothyroidism as well as ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("lower back pain"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infections"). In september 2014, the patient experienced genital pain ("genital pain"). In (B)(6) 2015, the patient experienced abdominal pain lower ("cramping"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("unusual bleeding (menorrhagia)") and breast pain ("breast pain"). On (B)(6) 2017, the patient experienced hyperthyroidism ("hyperthyroidism"), 3 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced headache ("headaches"). In (B)(6) 2018, the patient experienced pain in extremity ("leg pain, thigh pain"). On an unknown date, the patient experienced menstrual disorder ("unusual periods/unusual mentrual cycle"), menometrorrhagia ("irregular and prolonged menstruation"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse/ pain during intercourse"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), vulvovaginal pain ("vaginal pain"), tooth fracture ("they are breaking and rotting") and dental caries ("they are breaking and rotting"). The patient was treated with surgery (hysterectomy). Essure was removed. On (B)(6) 2017, the pelvic pain had resolved. At the time of the report, the genital haemorrhage, abdominal pain lower, menstrual disorder, menometrorrhagia, dysmenorrhoea, dyspareunia, depressed mood, asthenia, heavy menstrual bleeding, hyperthyroidism, urinary tract infection, back pain, headache, breast pain, pain in extremity, genital pain, vulvovaginal pain, tooth fracture and dental caries outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, asthenia, back pain, breast pain, dental caries, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, genital pain, headache, heavy menstrual bleeding, hyperthyroidism, menometrorrhagia, menstrual disorder, pain in extremity, pelvic pain, tooth fracture, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: he said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Discrepant information received- essure removal details -earlier mentioned hysterectomy in summons and in pfs -have you had your essure (or any part of the device) removed: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: coils properly in place, fallopian tubes occluded. Satisfactory position of both essure micro inserts with occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; uti (lower urinary tract infection), headache, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. New event added: they are breaking and rotting. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('unusual bleeding (heavy and abnormal bleeding)') in a 29-year-old female patient who had essure (batch no. A64824- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hives, pregnancy, ovarian cyst, nephrolithiasis, pelvic pain, shortness of breath, chest pain and nausea. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included hydrocortisone since (B)(6) 2018 for cortisol low, propranolol from (B)(6) 2017 for heartbeats irregular, thiamazole (methimazole) since (B)(6) 2017 for hypothyroidism as well as ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("lower back pain"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infections"). In (B)(6) 2014, the patient experienced genital pain ("genital pain"). In (B)(6) 2015, the patient experienced abdominal pain lower ("cramping"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("unusual bleeding (menorrhagia)") and breast pain ("breast pain"). (B)(6) 2017, the patient experienced hyperthyroidism ("hyperthyroidism"), 3 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced headache ("headaches"). In (B)(6) 2018, the patient experienced pain in extremity ("leg pain, thigh pain"). On an unknown date, the patient experienced menstrual disorder ("unusual periods/unusual mentrual cycle"), menometrorrhagia ("irregular and prolonged menstruation"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse/ pain during intercourse"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), vulvovaginal pain ("vaginal pain"), tooth fracture ("they are breaking and rotting") and dental caries ("they are breaking and rotting"). The patient was treated with surgery (hysterectomy). Essure was removed. On (B)(6) 2017, the pelvic pain had resolved. At the time of the report, the genital haemorrhage, abdominal pain lower, menstrual disorder, menometrorrhagia, dysmenorrhoea, dyspareunia, depressed mood, asthenia, heavy menstrual bleeding, hyperthyroidism, urinary tract infection, back pain, headache, breast pain, pain in extremity, genital pain, vulvovaginal pain, tooth fracture and dental caries outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, asthenia, back pain, breast pain, dental caries, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, genital pain, headache, heavy menstrual bleeding, hyperthyroidism, menometrorrhagia, menstrual disorder, pain in extremity, pelvic pain, tooth fracture, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: he said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Discrepant information received- essure removal details -earlier mentioned hysterectomy in summons and in pfs -have you had your essure (or any part of the device) removed: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: coils properly in place, fallopian tubes occluded. Satisfactory position of both essure micro inserts with occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; uti (lower urinary tract infection), headache, lot number reported (a64824) is not valid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2021: update of information (batch is not valid) we received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('unusual bleeding (heavy and abnormal bleeding)') in a 29-year-old female patient who had essure (batch no. A64824- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hives, pregnancy, ovarian cyst, nephrolithiasis, pelvic pain, shortness of breath, chest pain and nausea. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included hydrocortisone since (B)(6) 2018 for cortisol low, propranolol from (B)(6) 2017 to (B)(6) 2017 for heartbeats irregular, thiamazole (methimazole) since (B)(6) 2017 for hypothyroidism as well as ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("lower back pain"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infections"). In (B)(6) 2014, the patient experienced genital pain ("genital pain"). In (B)(6) 2015, the patient experienced abdominal pain lower ("cramping"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("unusual bleeding (menorrhagia)") and breast pain ("breast pain"). On (B)(6) 2017, the patient experienced hyperthyroidism ("hyperthyroidism"), 3 years 10 months after insertion of essure. On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced headache ("headaches"). In (B)(6) 2018, the patient experienced pain in extremity ("leg pain, thigh pain"). On an unknown date, the patient experienced menstrual disorder ("unusual periods/unusual mentrual cycle"), menometrorrhagia ("irregular and prolonged menstruation"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse/ pain during intercourse"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), vulvovaginal pain ("vaginal pain"), tooth fracture ("they are breaking and rotting") and dental caries ("they are breaking and rotting"). The patient was treated with surgery (hysterectomy). Essure was removed. On (B)(6) 2017, the pelvic pain had resolved. At the time of the report, the genital haemorrhage, abdominal pain lower, menstrual disorder, menometrorrhagia, dysmenorrhoea, dyspareunia, depressed mood, asthenia, heavy menstrual bleeding, hyperthyroidism, urinary tract infection, back pain, headache, breast pain, pain in extremity, genital pain, vulvovaginal pain, tooth fracture and dental caries outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, asthenia, back pain, breast pain, dental caries, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, genital pain, headache, heavy menstrual bleeding, hyperthyroidism, menometrorrhagia, menstrual disorder, pain in extremity, pelvic pain, tooth fracture, urinary tract infection and vulvovaginal pain to be related to essure. The reporter commented: he said that the couple's level of sexual intimacy declined as she suffered from painful intercourse. Discrepant information received- essure removal details -earlier mentioned hysterectomy in summons and in pfs -have you had your essure (or any part of the device) removed: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: coils properly in place, fallopian tubes occluded. Satisfactory position of both essure micro inserts with occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; uti (lower urinary tract infection), headache, lot number reported (a64824) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of ptc (product technical complaint). We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.